Manufacturer narrative:
The immucor laboratory had previously tested retention product on 12jul2018 for e antigen which had performed as expected, and those correct outcomes were documented at that time. The internal immucor record tracking number is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody identification when using capture-r ready-ID when used on a galileo echo instrument, when tested on (B)(6) 2018.